Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing impedances out of range. Technical services (ts) reviewed the available data and observed noise oversensing events on the rv channel as well. Brief pacing inhibition was noted as a result of the oversensing. It was stated that this patient is 100% ventricular paced, though has a slow underlying rhythm. It was observed that this noise was not reproducible with isometrics/arm movements. Technical services (ts) provided troubleshooting. This rv lead remains in service. No adverse patient effects were reported.